Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur with the devices? Did any of the clips fall into the patient? If so how were the clips retrieved? If five devices were opened during the procedure, why are they sending back eight devices?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was shooting clips came crossed and in other shootings, distal end stayed open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.